Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a nanocross pta balloon dilatation catheter to treat a moderately calcified lesion in the right anterior tibial artery and the tibial/ popliteal trunk. The artery had no tortuosity. The device was prepped as per the IFU with no issues identified. No resistance was felt during the advancement of the device and no excessive force was used. The nanocross did not pass through a previously deployed stent. The balloon ruptured at 8 atms during the first inflation. All fragments were collected, no intervention was required. Another nanocross pta balloon was used to complete the procedure. No patient injury was reported.